Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708240, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. Product ID: 3986a, lot# n340971, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3986a, lot# n279951, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Analysis of the extension (serial number (B)(4)) found that the extension body was cut through and segmented. Analysis of the leads (lot numbers n340971 and n279951) found that both lead bodies were cut through and segmented. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient had been assaulted and the leads became dislodged. A revision of the leads was done. The change in therapy was considered sudden. Further information received from the hcp reported that the dislodgement of the leads occurred in (B)(6) 2016 and caused a lack of appropriate stimulation. The indications for use were headache and occipital neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.